Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken piece of the burr. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hip arthroscopic bone spur removal a small plastic piece fell out of the connection point at the back of the burr. The burr was used for the majority of the case (20-25mins) and then the round burr stopped rotating. It was further reported that no excessive leverage on the shaver hand piece was done. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.